Event description:
This report is being filed as an adverse solely to comply with the FDA's blood loss policy. It was reported that balance chamber pressure and fluid inlet occlusion alarms occurred during a routine hemodialysis treatment. Alarms could not be resolved. Partial rinseback of the patient's blood was performed resulting in an estimated blood loss of 40cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not completing rinseback. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. Evaluation of the returned cartridge could not confirm the reported event. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified of the event. Nxstage medical considers this report closed.